Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0989b, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they have had three surgeries, one on their back, one on their hand, and one on their uterus and ovaries, and after each surgery the patient noticed that the implantable neurostimulator (ins) did not work very well. This was also described as a loss of therapeutic effect. The patient stated that at the time of report they had stimulation turned off because they had fewer problems with not being able to make it to the bathroom in time with stimulation off than when it was on. The patient's indication for use was gastrointestinal/ pelvic floor and urinary dysfunction/ sacral nerve stimulation. No troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that the cause of the issue was unknown. It was unknown if any troubleshooting or steps to resolve the issue was done. It was unknown if there was any electromagnetic interference (emi). The patient was seen on (B)(6) 2014 and the device was working. In (B)(6) 2015 the patient requested the device removed. She was to start pelvic radiation and reported the device was not working anymore. The device was removed on (B)(6) 2015. It was noted that the previously reported surgeries were not related to the device or therapy. The patient was diagnosed with uterine cancer on (B)(6) 2014. The cancer was not suspected to have any relationship with the device or therapy.